Event description:
A customer in (B)(6) notified biomérieux of poor clostridium sporogenes growth in association with the bact/alert® bpn culture bottles (reference 279045). The customer reported that as part of each batch of biomérieux media bottles they preform growth promotion studies to demonstrate the bottles are capable of growing an array of microbes. The customer stated that they successfully grew all microbes in the referenced lot with the exception of clostridium sporogenes. This returned no growth in all three (3) bottles inoculated. The customer was uncertain if the poor growth was due to poor inoculation, so they repeat tested on another five bottles and received the same result of no growth. These bottles were not used for patient samples, these bottles were for quality control checks only. Since the quality control checks failed the lot was not used for routine testing. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to poor clostridium sporogenes growth in association with the bact/alert® bpn culture bottles (reference 279045). A review of the graphs and backup was performed by global customer service (gcs). Gcs extracted data from the bact/alert® 3d backup and reviewed the bottle history for each bottle. [(B)(4)] including the negative control. All four bottles flagged as final negative by the maximum test time exceeded . The bact/alert® 3d backup did not show an instrument malfunction while the four bottles were loaded. The investigation examined bact/alert® bpn EU lot 1049460. Manufacturing directions, including the quality control release testing documentation, were reviewed and all results were within specification quality assurance subsequently released the lot for distribution to the field. There were no other related complaints associated with bact/alert® bpn EU lot 1049460. A historical review of last year's data found no other similar complaints for failure to recover clostridium sporogenes. A study performed by biomérieux used bioball® lot b4238 with bact/alert® bpn EU lot 1049460 bottles (bottles returned from the customer) and two additional bpn EU bottle lots 1050365 and 1051876. Triplicate bottles from each lot were tested and all bottles were determined positive by the bact/alert® 3d instrument. Detection times across all three lots ranged from 18.3 to 25.6 hours. Bact/alert® bpn EU lot 1049460 associated with the complaint was able to recover c. Sporogenes from the same bioball® lot approximately three month post expiration of the bact/alert® bpn EU bottle lot. The root cause was not able to be determined but the most likely root cause was the viability of the bioball organisms.